Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected motor error alarms noted and the motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 13 mmol/l at the time of incident. The customer stated that they were able to rewind the insulin pump and clear the motor error alarm. The customer stated that the drive support cap appeared normal. The customer stated that they pushed the drive support cap back in. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.